Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to flush. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported difficult to flush could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc) it was identified that the hemostatic valve did not close sufficiently. The sgc was flushed multiple times, but air was still visualized within the device. The sgc was discarded and a replacement sgc was selected. During the procedure, a mitraclip was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.